Manufacturer narrative:
The device was evaluated by zoll medical singapore. The customer's report was not replicated or confirmed. The device was put through extensive testing, including bench handling without duplicating the customer's report. The display cable and lcd display were replaced as a precaution. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.